Event description:
The subject device was implanted in 1995 during an anterior cervical disectomy and fusion for c5-7 spondylosis. Post-operatively it was found that the device had fractured. The device was removed in 1998.